Event description:
A customer reported a malfunction alarm with code malf 5 and no notable events occurred prior to the issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact on their blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was informed they could continue using the pump and advised to call back if any further malfunction codes appeared.